Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should add'l info become available and / or the device (s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt was implanted a durom acetabular component on unk date and was revised on an unk date due to pain. Since the implantation date was not reported this case will be treated as one of the cases for which zimmer implemented a notification in (B)(6) 2008.

Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 56/50 p on the left side on (B)(6) 2009. The patient was revised on (B)(6) 2014 due to pain and dislocation.